Event description:
It was observed that during the device evaluation, the camera head exhibited a cut on the cable, and stain on the charged coupler device lens. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.